Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The shell, liner and head were returned as assembled. The shell disassembled for evaluation. Inspection on shell identified no visual damage to cup interior surface and lock ring is correctly positioned and intact. Inspection on liner shows no damage causing it to be unable to mate. There is witness mark damage on the liner from the shell being seated on the liner. The head was fully seated inside the liner and poly lock ring is fully engaged with no visible damage. Femoral head was fully seated in the liner and locked in with lock ring when returned. The head moved free and smooth inside the liner both when not seated in shell and also when liner is seated inside shell. Dimensional analysis on shell and liner were conforming to print specifications. A functional test was conducted on all the products. All the 3 products were successfully able to impact and seat properly. Device history records (DHR) were reviewed and no discrepancies were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00500104700, shell 47 mm o.d., 63724527; 00500104728, liner 28 mm, 63749078 multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00632, 0002648920 - 2017 - 00633.

Event description:
It was reported that a patient underwent an initial right hip procedure. During the procedure, the components would not seat properly. Another set of components were used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.